Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation).

Event description:
The user contacted the emergency support program line to report a gas loss alarm on a cardiosave device. No patient harm was reported.

Manufacturer narrative:
The user confirmed there was no blood in the helium tubing and that all connections were secure. Therapy was successfully resumed using the iab fill and start keys. Possible causes of the alarm and general pump and patient management were reviewed. No further issues were reported.